Event description:
Event description guidant received information that this right ventricular lead became dislodged. The pacemaker patient was noted to be at risk for arm movements resulting in lead dislodgement. At the revision procedure, three days after the original implant procedure, the active fixation lead was explanted and successfully replaced with a longer passive fixation lead. No adverse patient effects were noted.